Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 3.50mmx20mm synergy drug-eluting stent was selected for use to treat the lesion. However, as the nurse removed the hood of the stent, the stent uncrimp, was released and fell on the table. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.